Event description:
Follow-up report upgraded from product problem to adverse event requiring intervention. Broken cables removed and replaced with new. One ea 2232-03-01 lot # 76302300, 4 ea 2232-03-18 lot # 76382700 wire.